Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient reported for surgery for a system upgrade. It was noted prior to the procedure that a universal boston scientific guidewire could not be advanced completely through the lead. Attempts to remove the wire were unsuccessful as it became stuck in the lead. The lead was not placed in the body or installed. A new lead and guidewire was implanted successfully. The patient was stable before, during and after the procedure.